Event description:
It was reported that the customer received a continuous glucose monitor (cgm) error 42. There was no reported impact to the customer¿s blood glucose level. Technical support guided caller through pump reset, after which cgm error did not reappear, and the customer continued to use the pump for insulin therapy.